Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hyperglycemia event while using the ilet system, with a blood glucose of 581 mg/dl and large ketones; the caregiver inspected the infusion site and supplies without noting damage, disconnected the ilet per physician direction, administered a subcutaneous dose of fast-acting insulin by pen, and reconnected the ilet after two hours when glucose was 171 mg/dl. Symptoms included hyperglycemia with elevated ketones consistent with risk for diabetic ketoacidosis. Outcomes included minor illness without long-term health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information about a specific device problem or component and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.